Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
PMA/510k: this report is for an unknown helical blade/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during hip surgery, the surgeon had a helical blade stuck in a nail and had to damage instruments to get it out. There was a surgical delay of forty-five (45) minutes. The procedure was successfully completed. Patient status is unknown. Concomitant devices reported: nail (part # unknown, lot # unknown, quantity 1), helical blade inserter (part # 03.037.024, lot # t145415, quantity 1), helical blade/screw coupling screw (part # 03.037.026, lot # l234221, quantity 1), 130 degree aiming arm (part # 03.037.013, lot #l282383, quantity 1), blade/screw guide sleeve (part # 03.037.017, lot # l274027, quantity 1). This report is for one (1) unknown helical blade. This is report 2 of 2 for (B)(4).